Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the event was unknown. It was reported that the patient was hospitalized for the event and was treated with unspecified antibiotics (intraperitoneal, ongoing, doses and frequencies were not reported) for peritonitis. The patient was discharged from being hospitalized and was recovering from the event. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.